Event description:
Ff/emt's responsed to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. The device analyzed the rhythm and returned a "no shock advised" message. After one minute of CPR the device again analyzed the patient's rhythm and returned a "shock advised" message. The operator delivered a 200 joule shock to the patient. Subsequent analyses returned "no shock advised" messages. The patient was not resuscitated. The reporter and the medical director reviewed the downloaded patient record and determined that the initial rhythm should have been shocked by the device. The patient's rhythm converted to asystole subsequent to the delivered shock. The reporter indicated the patient's death was not caused or contributed to by the alleged device malfunction because the patient was not viable.